Event description:
Reporter alleged blood glucose results of 415 mg/dl and 161 mg/dl on the advantage system when tests were performed back-to-back. Customer reported having no symptoms, and did not report on treatment or actions. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.